Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (blank screen) issue. The distributor stated that the pump had a blank display screen, but did have audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/11//2014 with the following findings: there was no display present on the pump boot up. There were vibration and audio features present. The display screen was cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The alert date is (B)(6) 2014 not (B)(6) 2013 as previously reported.